Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. Review of the device activity logs does show evidence to suggest that the user was in lead 1 instead of pads view. Further review of the activity log also indicated shocks were delivered to the patient during the event. Therefore this claim is being closed as device meets specification. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician switched to AED mode to continue treating the patient. Complainant indicated that the patient subsequently expired.